Event description:
It was reported a broken screw from tip. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
Device has not been returned for evaluation. The clinical details provided were reviewed.